Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2016 regarding a patient undergoing a spinal cord stimulation (scs) trial reported that during the patient's trial, she began experiencing a fever and drainage at the site. The patient went to the emergency room (ER) on (B)(6) 2016 where the leads were removed and the site was cleaned. There was infection. The patient was admitted and given antibiotics. The issue was not resolved at the time of this report. The patient's status at the time of this report was "alive with no injury." No surgical interventions had occurred or were planned at the time of this report. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.